Event description:
It was reported that during implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) device, a telemetry error was observed when attempting to set-up for defibrillation threshold (dft) test. The wand was repositioned and the same error was observed. Troubleshooting was performed with assistance from technical services (ts) and then another s-ICD was able to be interrogated outside the operating room. All possible electronic devices were turned off inside the room and the device was still unable to be interrogated. The physician performed a reset with the magnet multiple times and a final attempt to interrogate the device was performed, which eventually led to a successful connection. The physician then decided to remove the device prior to pocket closure and a new device was successfully implanted, which was interrogated appropriately. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) device, a telemetry error was observed when attempting to set-up for defibrillation threshold (dft) test. The wand was repositioned and the same error was observed. Troubleshooting was performed with assistance from technical services (ts) and then another s-ICD was able to be interrogated outside the operating room. All possible electronic devices were turned off inside the room and the device was still unable to be interrogated. The physician performed a reset with the magnet multiple times and a final attempt to interrogate the device was performed, which eventually led to a successful connection. The physician then decided to remove the device prior to pocket closure and a new device was successfully implanted, which was interrogated appropriately. No adverse patient effects were reported. The device was returned for analysis.